Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021, (the event date listed on smartsolve on (B)(6) 2021) the customer went to the emergency room and was admitted to hospital for low blood glucose/hypoglycemia/under delivering. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0871 inches. No under delivery anomaly noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. Please see below for the bolus delivery on (B)(6) 2021 listed in the pump history file. There was no bolus listed for the event date on (B)(6) 2021. On (B)(6) 2021 14:29:06.000 normal bolus programmed (21) normal bolus amount programmed: 47000 (4.7 u) there was no auto suspend alarm or user suspend noted on (B)(6) 2021 listed in the pump history file. There was a battery removed alert on (B)(6) 2021 listed in the insulin pump history file. On (B)(6) 2021 14:46:34.000 alarm alert notification (40) fault number: battery removed (84) there was no pump alarm/alerts or pump suspend listed on the event date on (B)(6)2021 in the pump history file. The insulin pump passed the functional testing. No under delivery anomaly noted. Unable to confirm alleged low blood glucose/hypoglycemia. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
On (B)(6) 2021 (the event date listed on smart solve (B)(6) 2021) the customer went to the ER and was admitted to hospital for low bg's/hypoglycemia/under delivering. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. No under delivery anomaly noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. Please see below for the bolus delivery on (B)(6) 2021 listed in the pump history file. There was no bolus listed for the event date (B)(6) 2021. (B)(6) 2021 14:29:06.000 normal bolus programmed (21) normal bolus amount programmed: 47000 (4.7 u). There was no auto suspend alarm or user suspend noted on (B)(6) 2021 listed in the device history file. There was a battery removed alert on (B)(6) 2021 listed in the pump history file. (B)(6) 2021 14:46:34.000 alarm alert notification (40) fault number: battery removed (84) there was no insulin pump alarm/alerts or pump suspend listed on the event date (B)(6) 2021 in the pump history file. The insulin pump passed the functional testing. No under delivery anomaly noted. Unable to confirm alleged low bg's/hypoglycemia. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The g4 date on the initial MDR was incorrect. The correct g4 date was 23-mar-2022.

Event description:
Customer reported via phone call that they had hospitalized due to low blood glucose level on (B)(6) 2021. Blood glucose level at the time of incident was 20 mg/dl and the current blood glucose level was 107 mg/dl. Customer had been using insulin pump within 48 hours of reported. Customer treated low blood glucose with food and glucose intake. The auto mode feature was not active at the time of incident. The troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.